Event description:
The inclose mesh was implanted in 2007 following a discectomy procedure for treatment of symptoms related to a herniated intervertebral disc at l3-l4. The pt returned to the clinic three months later with recurrent right l4 radiculopathy. Exploratory surgery was performed four months later. After lysis of adhesions and removal of recurrent disc extrusion, the mesh was found within the disc space, but did not appear to be secured to the anulus on the lateral side of the repair site. The mesh was removed and aggressive discectomy was performed until the disc space was largely emptied. The pt was last seen for follow up six months later, and reported significant relief of some associated left lower extremity pain while experiencing persistent right lower extremity pain that can only be attributed to epidural scar tissue. No further neurosurgical f/u was required.

Manufacturer narrative:
The device was not returned for evaluation.